Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Information in the complaint file was reviewed. On 16/aug/2017, a fax was received in regards to a follow-up from a cassette leak that occurred on (B)(6) 2017 due to a reported tear in the cassette. It was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained on 19/sep/2017 through follow-up with the peritoneal dialysis registered nurse (pdrn). It was reported that the patient contacted the pd clinic on (B)(6) 2017 with complaints of abdominal pain, vomiting and cloudy effluent. The patient was started on antibiotic therapy with ceftazidime and cefazolin (route, dose, strength, frequency and duration unknown). The patient was subsequently hospitalized on (B)(6) 2017 where a pd effluent culture was negative for growth. Hospital course is unknown. The patient was discharged (B)(6) 2017 and instructed to continue antibiotic therapy at home with cefepime (route, dose, strength, frequency and duration unknown). Per the pdrn, the patient was non-compliant with the antibiotics and did not complete the treatment. It was also reported that the patient experienced gastroparesis related to diabetes during the first week of september requiring several emergency room (ER) visits. On (B)(6) 2017 the patient was again hospitalized and diagnosed with relapsing peritonitis. The pd effluent culture (draw date unknown) was positive for pseudomonas (species unspecified). Hospital course and patient disposition is unknown. It is unknown if the patient continued pd therapy during the hospital admissions or if any fresenius products were utilized.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during drain 2 the patient found fluid leaking from the cassette door. Treatment was cancelled. When the cassette was removed the patient found that the back of the cassette was torn. The patient was advised to contact her nurse. The set was discarded. Later the patient's nurse reported that the patient had been diagnosed with peritonitis. During follow up the patient's nurse reported the patient had been hospitalized for peritonitis but did not have additional information available yet. Additional information has been solicited.